Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.